Event description:
The device was applied during a low anterior resection procedure. Reportedly, the instrument did not contain staples. The surgeon applied another device and manually sutured to complete the procedure. The hosp has reported no pt injury.